Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) .